Event description:
It was reported that a cartridge change error occurred. Reportedly, the alert cleared, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose value.